Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged high bgs. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0875 inches. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, cracked retainer, battery tube threads - cracked, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label faded. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer had a high blood glucose event. Blood glucose at time of event was 30 mmol/l. Customer blood glucose at time of call was 15.7 mmol/l. No harm requiring medical intervention was reported. Insulin pump was return for analysis.